Event description:
It was stated that that the customer was hospitalized for high blood glucose and ketones. The blood glucose reading was 600 mg/dl when admitted. Troubleshooting was performed. The insulin pump was programmed correctly and it passed the prime test. The tubing clamp was not available to perform the high pressure test. It was also stated that the infusion set was changed two days prior to the event.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.